Event description:
The pt reported the up button of the infusion device does not respond. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.